Event description:
It was reported that a failure to capture and high pacing impedance were observed on the right ventricle (rv) lead. The patient was hospitalized due to feeling dizziness, feeling fatigue, experiencing shortness of breath and arrythmia. A replacement procedure was performed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a failure to capture and high pacing impedance were observed on the right ventricle (rv) lead. The patient was hospitalized due to feeling dizziness, feeling fatigue, experiencing shortness of breath and arrythmia. Lead damage was suspected but was not confirmed visually. The lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.